Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The capio sheared the stitch and they almost lost the bullet. After they took it out they function tested it and it showed a misaligned needle. They opened a second one and the same thing happened. They used a third one from a new lot and had no issues. There was no patient injury.

Manufacturer narrative:
(B)(4). A DHR review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause.

Event description:
The capio sheared the stitch and they almost lost the bullet. After they took it out they function tested it and it showed a misaligned needle. They opened a second one and the same thing happened. They used a third one from a new lot and had no issues. There was no patient injury.